Event description:
The customer reported the main frame static discharge cable was frayed and needs replacement. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site evaluation. The rep replaced the static discharge cable. System is now operational.